Event description:
A customer contacted baxter's technical service center regarding an alarm on the home choice (hc), check lines and bags. The home patient (hp) was troubleshooting of the alarm and reported he drains into the toilet and had dropped the line into the water. The technical services representative (tsr) instructed the hp to raise the line out of the water. Baxter (B)(4) contacted the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2011 who stated she was not aware of the alarm. Per the pd rn, the hp would be in the clinic the following day and she would discuss the submerged drain line with him. The pd rn stated the hp was currently using the cycler without any problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a report of the patient having the drain line submerged in the drain vessel was not confirmed as a sample was not evaluated. The lot number was unknown, therefore, a batch review will not be done. The cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.